Manufacturer narrative:
The left and right side of the exposed soft cannula were observed to be torn, resulting in a fluid leak. The timing and cause of the observed cannula damage could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose levels rose to 28 mmol/l (504 mg/dl). The pod was worn on the patient's hip/buttocks for between 4 and 24 hours. An insulin injection was administered for treatment. The device was returned and investigated. Investigation found a tear in the pod's cannula.